Event description:
(B)(4). Weight gain, loss of sex drive, extremely painful sex (including bleeding afterwards), dryness, joint and back pain, migraines, my hands and fingers tingle, my bleeding, cramping, and clotting are all worse than prior to the surgery. Also, my uterus remains inflamed, and I have chronic pain near my left ovary and pain through my cervix,. I suffer from extreme fatigue, cramps, and bleeding every day. My vitamin d has plummeted to "11", and my blood sugar and a1c are now in the diabetic range. I am extremely hormonal and depressed. I can't have an orgasm through sex without other stimulation. As of today, my doctor believes that one of the coils has migrated and perforated another area.